Event description:
It was reported the patient had a lead revision. The next morning the patient could not feel his legs. Reportedly the patient was taken to surgery to remove a blood clot and a glue-like substance found on the spinal cord. Follow-up determined the patient was then moved to a rehabilitation facility and was able to walk using a walker.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.